Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. Peritonitis was manifested by severe abdominal pain. On the same day as the onset of the peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with vancomycin (route, dose, frequency, and duration not reported) for peritonitis. Dianeal therapies were ongoing. Five days after the onset of peritonitis, the patient was discharged from the hospital and was recovering from the event with ongoing antibiotic treatment. No additional information is available.